Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to erosion of the glans caused by the cylinder component. The existing ipp was removed; a second procedure was later performed during which a new ipp was implanted. No further patient complications were reported.